Manufacturer narrative:
On july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation the returned device, received on march 1st, 2019, was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check evidenced that the case frame is visibly damaged on several sides of the device. The screen did not show any visual anomaly. The functional check evidenced that the oscar 2 ultrasonic generator, device code (B)(6) serial number (B)(6) is not functioning properly. On the digital power module, component code pm300 serial number (B)(6), the q1, q2 fuse and c1 capacitor are burnt on power board. This caused that the module does not work and the message "over temperature" appeared on the display. Medical evaluation the information made available on the case together with the results of the technical investigation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a patient was having a hip prosthesis revision, and the surgeon was using oscar to remove the cement. The handset stopped working, so the staff turned the generator off and then on again. At this point white smoke started coming from the generator, which was promptly turned off and removed from theatre. A replacement device was available but there was a delay of 30-40 minutes while it was prepared. The operation was then completed as planned. The patient came to no harm but this must be considered a serious injury because of a delay of more than 30 minutes. This generator failed because two fuses, q1 & q2 and a capacitor c1 failed. This would have caused smoke and resulted in a non functioning device. The failures are end-of-life events for these components, and are designed to protect more critical components. I note that the failed items have been replaced and the unit is now presumably fully functional". Final comments on july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. The results of the technical evaluation concluded that the failure found on the digital power module, pm300, can be considered normal wear and tear of the electrical components. The fuse of the electrical components inside the device could cause the burning smell and some smoke from the generator. The signs of damaging detected on the caseframe are most likely attributable to an accidental impact probably occurred during device handling or due to the shipping conditions of the device. The medical evaluation evidenced as follows: "in this case a patient was having a hip prosthesis revision, and the surgeon was using oscar to remove the cement. The handset stopped working, so the staff turned the generator off and then on again. At this point white smoke started coming from the generator, which was promptly turned off and removed from theatre. A replacement device was available but there was a delay of 30-40 minutes while it was prepared. The operation was then completed as planned. The patient came to no harm but this must be considered a serious injury because of a delay of more than 30 minutes. This generator failed because two fuses, q1 & q2 and a capacitor c1 failed. This would have caused smoke and resulted in a non functioning device. The failures are end-of-life events for these components, and are designed to protect more critical components. I note that the failed items have been replaced and the unit is now presumably fully functional". Based on the results of the technical evaluation an on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is due to normal wear and tear of the electrical components. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - device code oe3000b/2 serial number (B)(6) - hospital name: (B)(6) hospital - surgeon name: (B)(6) - date of initial surgery: (B)(6) 2019 - body part to which device was applied: hip - surgery description: hip revision - patient information: female - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem. - event description: generator emitted heavy white smoke - additional details: during surgery, the surgeon was using oscar console and it stopped working. Staff checked the connection of cable and turned the machine off and turned on again. When surgeon started using the oscar, heavy white smoke came out of the machine. The complaint report form also indicated: - the device failure did not have any adverse effects on patient - the initial surgery was not completed with the device - a replacement device was immediately available to complete surgery - the event led to a clinically relevant increase in the duration of the surgical procedure: estimated delay 30-45 minutes - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copies of the operative report are not available - copies of the x-ray images are not available - patient current health conditions: no response manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the device concerned was received by orthofix srl on (B)(6) 2019. The technical evaluation on the returned device is currently ongoing. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: (B)(4). (B)(6). Body part to which device was applied: hip. Surgery description: hip revision. Patient information: female. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: generator emitted heavy white smoke additional details: during surgery, the surgeon was using oscar console and it stopped working. Staff checked the connection of cable and turned the machine off and turned on again. When surgeon started using the oscar, heavy white smoke came out of the machine. The complaint report form also indicated: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event led to a clinically relevant increase in the duration of the surgical. Procedure: estimated delay 30-45 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health conditions: no response. (B)(4).